Event description:
When syringe in pack was opened, a tiny piece of plastic was found.what was the original intended procedure?right carpal tunnel release.device #1is this a laboratory device or laboratory test?no.